Event description:
It was reported that a user recently switched to a dexcom g7 continuous glucose monitor (cgm) and experienced persistent loss of glucose readings on the ilet, with the sensor repeatedly attempting to pair for an extended time despite appearing connected the prior night. No adverse clinical symptoms reported. Outcomes included no injury and no medical intervention. User support included phone-based troubleshooting and user education, including sensor bluetooth toggle and re-pairing steps. Investigation of this case revealed a communication issue between the cgm transmitter and the ilet consistent with signal loss, with no alerts or alarms reported and no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent cgm-to-ilet communication disruption related to pairing.

Manufacturer narrative:
Initial.